Event description:
A 3-way stopcock tubing was found to have a "brown, oily" substance in the tube. This was discovered at transfer to a med-surg bed after surgery. Tubing was replaced. Unknown if any of the substance entered the pt before discovery. No complications noted.